Event description:
The customer reported that during a procedure, upon inflation, the balloon did not inflate. They opened and used a new kit to finish the case. Product code dcp315-uni; lot number 25980. The part number of the device that allegedly failed is ldc315. The MDR will be filed on the ldc315 code.